Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of receiving a compromised for sensor system alarm. The customer's blood glucose level at the time of incident was unknown. The customer states that insulin is squirting out during manual prime. Troubleshoot was conducted. The customer was advised that the device would have to be replaced. The device is being replaced and returned for analysis.